Event description:
It was reported that review of a merlin.net transmissions revealed the pulse generator exhibited a single episode of undersensed r-wave which caused a high ventricular rate episode. The nurse would discuss programming changes with the following physician. No additional information was reported.